Event description:
On or about (B)(6) 2009, the plaintiff was implanted with an ams monarc sling to, "treat pelvic organ prolapse and/or urinary incontinence." It was alleged by the plaintiff's attorney that the "plaintiff began experiencing bleeding, pain with sexual intercourse known as dyspareunia, infections, urinary problems, and vaginal scarring/shrinkage some time after implant." It was also alleged that the "plaintiff has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.